Event description:
It was reported that the rv (right ventricular) lead had decreased sensing along with high and likely changing threshold noted. It was also reported that the atrial lead was noted to be dislodged on x-ray. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d314drg implantable cardioverter defibrillator, (B)(6) 2013. (B)(4). Evaluation summary: the full lead was returned and analyzed. No anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage.